Event description:
It was reported that the device alarmed "no cassette" at the cassette change made by the patient who is autonomous in handling the pump. Changing the pump resolved the alarm. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. No problems were found with the pump displaying no disposable (no cassette) messages when an undamaged cassette was properly attached to the pump. The pump was found to be operating properly and passed all tests. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured june 2018, and is out of warranty, therefore, no manufacturing DHR review is needed.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The labels were undamaged. The device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The event history log (ehl) shows "high pressure" and "no disposable" alarm messages. The reported issue could not be duplicated at time of investigation. No problems were found with the pump displaying "no disposable" (no cassette) messages when an undamaged cassette was properly attached to the pump. The pump was found to be operating properly and passed all tests. The root cause of the reported problem could not be determined.